Manufacturer narrative:
D2: corrected common name and procode. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic software operated as designed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old male patient experienced a controller error alarm that self-resolved without additional alarms. The alarm occurred again, and the bedside nurse planned to discuss controller replacement with the managing physician. No further information was provided.

Manufacturer narrative:
Correction: d6a and d6b should have been left blank on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.